Event description:
It was reported at follow up that the right ventricular (rv) lead 6931 lead had high thresholds of 3.5 volts at 1 milliseconds. The 6931 lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7288 implantable cardioverter defibrillator (ICD), implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.